Event description:
It was reported that the customer had high blood glucose. Customer' s blood glucose was 588 mg/dl. Customer treated with bolus. Customer stated went down to 403 mg/dl. Troubleshooting was done. Customer stated she contacted her health care provider for high blood glucose and was advised to go to emergency room if her ketones gets elevated. It was found in the history during the troubleshoot that the insulin pump alarmed motor error. Customer does not have tubing clamp. Explained the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).